Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2014 with the following findings: visual inspection revealed that there were multiple cracks in the battery compartment. Two cracks were located between the bumper pad and the opening of the battery compartment. One crack was found below the bumper pad. The returned battery cap was used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump¿s battery compartment was cracked. There was no reported moisture or corrosion observed in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.